Event description:
It was reported that the 25khz straight tips were heating up during surgeries and that the irrigation was not working properly. Analysis of these events are in progress. Further information will be reported when the analysis is complete.

Manufacturer narrative:
A follow up report will be filed after the devices are received and after the quality investigation has been completed. (B)(4): device not received by manufacturer.

Event description:
It was reported that the 25khz straight tips were heating up during surgeries and that the irrigation was not working properly. Analysis of these events are in progress. Further information will be reported when the analysis is complete.

Manufacturer narrative:
The user facility will not be returning the device for evaluation. A follow up report will be submitted if further information is received. Device is not available for evaluation.